Manufacturer narrative:
As reported, the capsure fixation device couldn't fixate the mesh. It is reported that the subject device is being returned for evaluation; however at this time it has not been received. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment, otherwise discard the device appropriately and use a new capsure¿ permanent fixation system. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ if/when sample is received and evaluated, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, when deploying the first fastener of a bard/davol capsure straight fixation device during a procedure on (B)(6) 2022, to fixate a mesh(unspecified) near cooper¿s ligament, it did not fixate deeply into the mesh and muscle. It was also reported that fasteners become stuck in the device during use. As reported, the loose fasteners were removed from the patient and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As reported, the capsure fixation device couldn't fixate the mesh. It is reported that the subject device is being returned for evaluation; however at this time it has not been received. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment, otherwise discard the device appropriately and use a new capsure¿ permanent fixation system. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. The subject device was returned for evaluation. Functional evaluation of the sample found the device functioned as intended. The device deployed the remaining seven fasteners with no issues. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the reported event that the device jammed and did not fixate could not be reproduced. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, when deploying the first fastener of a bard/davol capsure straight fixation device during a procedure on 14-oct-2022, to fixate a mesh(unspecified) near cooper¿s ligament, it did not fixate deeply into the mesh and muscle. It was also reported that fasteners become stuck in the device during use. As reported, the loose fasteners were removed from the patient and the procedure was completed using another device. There was no reported patient injury.